Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. (B)(4). Per the instructions for use, the user is advised the following: use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force and once a safe and proper entry has been achieved, ensure that the black line at the distal tip of the airseal access port is visible within the cavity at all times the airseal access port is being used for insufflation. A determination for further investigation has been initiated. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic cholecystectomy and ¿it was reported that the tip of trocar was damaged when the surgery in the abdominal cavity was completed and the trocar was pulled out. Since the broken piece was removed together with the our cannula when it was pulled out, so it did not drop into the patient body. In addition, since damage was confirmed at the end of the procedure, there was no extension of the operating time.¿ the procedure was completed without an alternate device. There was no injury or impact to the patient. After further assessment it was found, the device did fragment but the piece did not fall into the surgical site, "that piece was detached outside the body, so they did not need any device to remove fragment". No medical/surgical intervention or extended stay was reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of their customer that the device, ias12-100lpi, airseal 12/100mm lpi port was being used on (B)(6) 2023 during a laparoscopic cholecystectomy and ¿it was reported that the tip of trocar was damaged when the surgery in the abdominal cavity was completed and the trocar was pulled out. Since the broken piece was removed together with the our cannula when it was pulled out, so it did not drop into the patient body. In addition, since damage was confirmed at the end of the procedure, there was no extension of the operating time.¿ the procedure was completed without an alternate device. There was no injury or impact to the patient. After further assessment it was found, the device did fragment but the piece did not fall into the surgical site, "that piece was detached outside the body, so they did not need any device to remove fragment". No medical/surgical intervention or extended stay was reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.